Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaks. The customer stated the product would not be returned because the sets were not saved.

Event description:
ICU clinician reported several sets have leaked recently but has not saved any sets. The reporter stated, "I believe the tubing is being loaded improperly, stretching the tubing and causing a leak at the rupture between the tubing and the blue piece that sits just atop the infusion pump when the door is closed." There was no report of patient harm or medical intervention and no further patient or event details were available.